Event description:
Reportedly, the balloon became detached during a thrombectomy of a prosthetic vessel in the forearm after the physician inflated the balloon and attempted to retract the catheter. An open removal procedure was performed and the physician was able to retrieve the balloon without pt complications.